Event description:
During a comparative study, surgeon used x-plate with 4 screws in osseous advanced genioplasty. 4 out of 5 patients between age of (B)(6) experienced similar problem which led to re-operation and replacement with titanium plate. Within 6-24 hours postoperatively, x-plate was fixed in place but lost hardness and no stability, and the free segmental chin moved back. No problems were observed when the same operation was done to 7 other patients using 2 pcs of 2.5 mm x 19 mm lag screw (presumably scr-1294 2.5 x 18 mm screw). Other 3 patients were 1 male, 2 female, age 20, 23, 25. Demographics are not available individually.

Manufacturer narrative:
The preferred technique for genioplasty is fixation with 2 inion cps 2.5 screws as presented in the inion cps training material. Since 2001, 2 cases have been evaluated by inion before, thus occurrence rate very low. Although these problems are very rare, the implant selection section in the IFU is planned to be updated to include this more specific info. The inion cps IFU states under warnings: incorrect selection, placement, positioning, and fixation of the implant can cause subsequent undesirable results. The surgeon should be familiar with the devices, the method of applications and the surgical procedure prior to performing the surgery.